Event description:
It was reported that the right ventricular (rv) lead exhibited lead noise. The patient is pacing dependent, and the lead was programmed to pace with voo. On (B)(6) 2024, the rv lead was capped and replaced. The patient had permanent atrial fibrillation (afib) and the physician decided to cap the right atrial (ra) lead as well. There were no issues with the ra lead. Both leads were originally implanted (B)(6) 1997. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164497. Refer to add'l documents in i2k.